Event description:
A (B)(6), male, pt, contacted zoll customer support to report a service code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204 (belt/monitor unusable)) has been confirmed. As received, the belt failed the fall-off test. Upon eval, the trunk cable was damaged and the orange (+5v) wire inside of the trunk cable was cut. The cause for the test failure and the code 204 was the cut wire. The root cause of the damaged cable and internal wire cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.